Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) device was not working and the battery was dead. The patient disclosed that their doctor stated that they did not really need one. The device remains in use. No patient complications have been reported as a result of this event.